Manufacturer narrative:
To date, device has not yet been returned. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head malfunction and noticed a ¿blue tint¿ on the screen monitor even when the camera lamp is switched off. The issue occurred during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction to the initial MDR: the aware date should be 1/30/2024. The device was not returned to olympus for evaluation; therefore, the customer's allegation could not be confirmed. Based on the results of the investigation, a root and or probable root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head malfunction and noticed a ¿blue tint¿ on the screen monitor even when the camera lamp is switched off. The issue occurred during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
It was reported, the camera head malfunction and noticed a ¿blue tint¿ on the screen monitor even when the camera lamp is switched off. The issue occurred during unspecified procedure. There were no reports of patient harm.